Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported cardiorespiratory arrest, pain, discomfort and cardiac arrest occurred with patient death. An angiojet® ultra pe catheter was being used in a thrombectomy percutaneous procedure, treating multiple major pulmonary arteries. After the first run of thrombectomy at the right lower lobe, the patient experienced immediate cardio vascular distress with arterial pressure drop. The anesthesiologists was able to resuscitate the patient with drugs. The patient recovered and the procedure was continued on other arterial pulmonary arteries. The control angiogram was good. At the end of the procedure, the patient did not feel very well and was experiencing some abdominal pain with cardio respiratory discomfort. The patient was sent to the intensive care unit (ICU). A few hours later the patient went into cardiac arrest and died.

Manufacturer narrative:
Corrections: event date: previously reported as (B)(6) 2017 has changed to (B)(6) 2017. First name: previously reported as (B)(6) has changed to (B)(6). Email address: previously reported as - (B)(6) has changed to - (B)(6). Updates: describe event or problem. (B)(4).

Event description:
It was further reported the patient presented with a severe pulmonary embolism on the both sides with cardiac insufficiency. The patient was not in cardio vascular distress at the time of treatment by thrombectomy. An 8f sheath was used to access the pulmonary arteries where an angiogram of the left side was done. An occlusion of the lower lobe was found. A guide wire was able to be advanced through the obstruction and thrombectomy was started from the proximal pulmonary artery to the distal portion, for about 10 seconds. Immediately after the thrombectomy device started, the patient went into distress with breathing complaints and an immediate cardio vascular distress. There was no major bradycardia but a blood pressure drop was noted. Thrombectomy was stopped and the anesthesiologists was able to resuscitate the patient with drugs. The patient recovered and the procedure was continued on other arterial pulmonary arteries with a very short run. Angiography revealed a better flow inside the pulmonary arteries has been obtained, but the patient was not feeling very well, and the patient was returned to the ICU. Three hours later the patient went into cardiac arrest and could not be resuscitated.